Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-16362.

Manufacturer narrative:
The investigation is ongoing.

Event description:
29dec2022 (B)(6): initial. This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that there was an 1104 error (backup alarm failed). The customer stated that during setup the unit alarmed that the backup alarm failed, showing error code 1104. The customer requested a quote for onsite service and accepted the quote on (B)(6) 2022. The onsite service is pending as of on (B)(6) 2022. This investigation is ongoing. The device was reported to be in use at the time of the reported problem. No patient harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response received, it was confirmed by the field service engineer (fse) that the power management (pm) pcba resolved the 1105 (single fault failure) error code which was determined to be a backup alarm failure. The pm pcba controls the backup alarms, which is what led to the fse replacing the pm pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Onsite service was completed by a field service engineer (fse). A preexisting issue with the device, broken rear bezel and top cover, was found during the preoperational test. A separate work order was made to house the bezel damage found. Follow-up scheduled to complete the service for the initial 1104 error once the damaged bezel and top cover have been replaced. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) determined on 25feb2023 in an onsite service work order that the power management (pm) pcba needed to be replaced. A pm pcba was ordered and a follow-up work order was opened to completed the replacement at a later date. The field service engineer (fse) completed another onsite service on 13mar2023, stating that the event log was retrieved with a 1105 (single fault failure) error code. The fse replaced the power management (pm) pcba to resolve the issue. The device passed all tests and verifications and was returned to service. Good faith efforts (gfes) are being completed to clarify the original device allegation of a 1104 error code compared to the found 1105 error code. The investigation is ongoing.